Event description:
Rptr's dr had her undergo 60 ect treatments. She has subsequently suffered severe memory loss and the inability to concentrate and absorb information. Had she known of these consequences, she would not have consented to the shock treatments. She finds this reprehensible. Pts must be informed of all possible results of ect. The dr recommended additional ect 10/93. This despite the fact that the 60 ect treatments did not alleviate her depression. This is a dangerous and invasive procedure and pts must be informed of the potential for permanent damage.